Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed due to a faulty charged coupled device (ccd) unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced when it plugs into the unit to be used there is a line across the screen affecting the vision issue during set up / inspection for use. There were no reports of patient harm/involvement.